Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis (ipp) reservoir was removed and replaced with a new reservoir due to unknown reason. Additional information received state that the reservoir migrated into the scrotum. No further complications.